Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that immediately when the vela ventilator was powered on vent inoperable, motor fault, low pip (low peak inspiratory pressure), low ve (minute ventilation) and high rate alarm were triggered. The unit delivered no breath. The customer confirmed that there was no patient associated with the reported event.